Event description:
As reported by the customer for this event, three hours into a therapeutic liver resection procedure, the teflon pad of the device was found to be worn out. There is no harm or adverse impact to the patient. The procedure was completed with another similar device.

Manufacturer narrative:
The full name of the facility is (B)(6). The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Correction: the subject device was returned and an evaluation was completed for it. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The subject device was evaluated where the complaint was confirmed. The tissue pad was severely worn away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the tissue pad was severely worn away due to contact with the non-insulated area of grasping section. Based on condition of the subject device and investigation results in the past, a likely mechanism causing the reported phenomenon might be the following: the output in seal & cut mode was activated while nothing was grasped between the grasping section and the distal end of the probe (this includes activation after tissue resection). This caused the tissue pad to wear out severely. This following information is included in the instructions for use (IFU): ¿ "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." ¿ "when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."